Event description:
According to the available information, on (B)(6), the patient woke up with stomach pain and a headache. The next day he went to use the device, and it wouldn¿t pump up. He saw his urologist who told him that the fluid leaked out of his device. He is scheduled to have revision surgery but this has not yet taken place.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and a supplemental report will be filed. Complaints of this nature are monitored and captured within the product risk documentation excluding headache. There is no evidence to support a direct causal relationship between titan and headache. No further action or corrective action is required at this time. Correction: h6 (part 1) e0116 removed.